Event description:
Country of complaint: (B)(6). During laparoscopic nephrectomy, ceramic of jaw broke. Event description: the surgeon found a blue particle in abdominal cavity of the pt during the surgery, and removed it. After the surgery, the customer confirmed and ceramic breakage of the jaw. When the device broke can not be confirmed. Postoperative x-ray exam was not performed. Condition of usage: no ceramic check is performed before and after use.

Manufacturer narrative:
(B)(4). Us reporting agent notified on (B)(4) 2015. Mfg site eval: a piece of the ceramic is broken off of the received device. This occurred due to mechanical overload, most likely the instrument experienced excessive bending. The instrument displays twisting. It's unlikely, that this happened during the surgery. Failure is user related. There are no hints for material or product deviations.